Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported via email that the patient passed away. According to the email, the patient with type 1 diabetes passed away after being in a coma on (B)(6) 2025. On(B)(6) 2025, she was still wearing her sensor. When the dexcom mobile application data was reviewed by police investigator, data was no longer seen recorded after (B)(6) 2025 at 1800. In addition, it was reported that there did not seem to have been an alert around 1800 when the sensor stopped sending data and the patient was very low in blood sugar. No further event information was provided. Data has been requested but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). B5: describe event or problem - additional. H2: additional information. H6: investigation findings. H6: investigation conclusion.

Event description:
Data was provided for evaluation. The user started their sensor session at 06:04 am on (B)(6) 2025 and the last known reading of the sensor was at 06:14 pm on (B)(6) 2025. On (B)(6) 2025 at 9:03 am the patient had their user settings set to sound for low and urgent low alerts. However, at 06:13 pm on (B)(6) 2025, the user updated alert settings to also disable the low alerts and set the urgent low alert to vibrate only. The user¿s alert settings indicate that most of the alerts were disabled at 6:13 pm. Additionally, at 6:14 pm bluetooth was turned off. Dexcom was unable to determine why the bluetooth was disabled. The application issued the following alert to the user after the bluetooth was turned off: "le bluetooth du téléphone est désactivé." Due to the bluetooth being disabled no further estimated glucose value (egv) data to the display device is provided beyond 6:14 pm and therefore would not trigger any alerts related to egv (high, low, urgent low, etc). The allegation of a dexcom system issue was undetermined. However, data shows alerts were disabled, set to vibrate only, and bluetooth off related to the alleged incident. The probable cause could not be determined.

Event description:
Subsequent to the initial MDR, additional information is required.

Manufacturer narrative:
(B)(4). E1 reporter information - additional. H2 additional information.